Manufacturer narrative:
Additional information was added to adverse event problem. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag disconnected from the spike of a clearlink system non dehp solution set. This event was further described as the ¿intravenous (IV) tubing spike fell out of the bag¿. This event occurred prior to patient use. There was no patient involvement. No additional information is available.